Event description:
During MRI-guided breast biopsy, the mammotome bladeless probe with tube set failed to biopsy during procedure and had to be replaced with another set to complete procedure. No harm to patient.